Event description:
It was reported that the patient had discomfort and swelling at the implantable pulse generator (ipg) site. It was also reported that the patient had high impedances. The patient underwent a full spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(6), batch: (B)(6).